Event description:
It was reported the patient was receiving stimulation in the legs but not in the lower back. The sjm representative met with the patient for reprogramming but was unable to obtain coverage of the area. It was reported x-rays had been taken. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.